Event description:
The customer reported being hospitalized due to high blood glucose. Troubleshooting was performed. The customer stated having no delivery alarms during the manual prime process. Advised the customer to remove the reservoir from the insulin pump and to disconnect the tubing from the reservoir. The customer stated that the rubber septum seems to be fine, and the p-cap was not damaged. The customer mentioned getting resistance from the plunger. Instructed the customer to change the infusion set and reservoir. The customer stated that she was able to push the plunger up seeing the insulin going through the tubing. No further info was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoir was connected and locked in place properly. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-86268. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-86213.